Event description:
Procedure type: lap sleeve gastrectomy. According to the reporter: tube section of fixation sleeve on 15mm cannula disconnected from valve housing assembly. The cannula broke during the case, but nothing fell into the cavity. Another 15 mm vpb opened and used. No pt injury reported. No add'l info at this time.

Manufacturer narrative:
(B)(4).